Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump piston did not stop and emptied reservoir during priming. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specification. Unit passed functional testing including the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08715 inches. No prime anomaly was noted. The motor was tested outside the device and passed. Unit was received with minor scratched display window, case and keypad overlay.